Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The customer changed the infusion set four days, prior to the hospitalization, and had been experiencing high blood glucose levels ever since. Troubleshooting revealed that the up arrow button was not functioning.